Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received five inappropriate shocks for supraventricular tachycardia (svt). The health care professional (hcp) was contacted and it was not known if all of the shocks delivered were in the same zone or if therapy had been exhausted. The rate cutoff (rco) in the therapy zones were adjusted and svt inhibit was also turned off. No adverse patient effects were reported.

Event description:
Additional information received that this ICD was explanted for normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--